Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The blood glucose reading was 7 mmol/l. The alarm reoccurred while they were changing their set. It was also stated the drive support cup was sticking out. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The customer was advised to return the insulin pump.